Event description:
A surgeon reported that following the implantation of an intraocular lens (iol), glistenings were noticed in an unk number of patients. The patients have been noted to experience lower visual acuities. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Not enough info was provided from the account for further investigation. Attempts have been made to obtain add'l info. A completed questionaire was not received. (B)(4).